Event description:
It was reported that there were several pause episodes which appeared to show diminishing qrs's that were then not being sensed by the implantable cardiac monitor. This was causing the pause to be detected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).